Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had an infection at the lead site. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead will not be returned as the hospital sent used medical devices to pathology.

Event description:
It was reported that the patient had an infection at the lead site. The patient underwent a lead explant procedure and was doing well postoperatively. The explanted device will not be returned as the hospital sends used medical devices to pathology. Additional information was received that the infection was not device nor procedure related and the patient was given antibiotics.

Manufacturer narrative:
Block d6b: explant date: (B)(6) 2021.